Event description:
It was reported that a loss of bluetooth (ble) telemetry was observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.